Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance and a new rv lead of the same model was placed. No adverse patient effects were reported.